Event description:
Home infusion pt receiving IV vancomycin 1.5gm in 150ml 0.9% sodium chloride administered via baxter intermate 100ml/hr 250ml elastometric device through a PICC line every 12 hours. Infusion period of 90 minutes per dose. Pt reports one dose infused over a period 15 to 20 minutes instead of the expected 90 minutes. Pt experienced flushing and shortness of breath. Symptoms subsided quickly after intramuscular administration of epinephrine and diphenhydramine. Pt reports no problems with previous or subsequent doses.